Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left vertebral vein using penumbra smart coils (smart coils). During the procedure, the physician attempted to place a smart coil in the target location; however, the smart coil was unable to take its intended shape; therefore, it was removed. Upon removal, the physician noticed that the smart coil was still unable to take its ¿complex¿ shape. Therefore, the procedure was completed using additional new smart coils. There was no report of an adverse effect to the patient.